Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation; however, the balloon ruptured. The device was removed, and two eluvia 120 mm stents were placed to complete the procedure. No patient complications were reported.